Event description:
It was reported that the pump was last filled in (B)(6) and patient was weaned off the medication and they turned the pump off. Per reporter the reason was ¿a blockage due to the lead (catheter) going to the spine¿ and patient was no longer getting any medicine through there. Patient was not getting any relief. It was further added that in july healthcare provider (hcp) turned the pump off and that she did some kind of procedure because the lead was plugged. Hcp turned the pump off slowly so that the patient would not go through any withdrawal. Reporter was not sure if there was any drug left in the pump or not, however it had been ringing/beeping for about 3 weeks. Patient was not feeling any withdrawal. It was added that patient had gained weight and his pants rub on the pump. Patient¿s friend/family wanted to take out the pump but indicated that the hcp wont. 3 weeks ago a surgeon had indicated to the patient¿s family/friend that they would remove only if all the drug was out of it. Patient had been receiving clonidine, bupivacaine and dilaudid via the pump; unknown if they were the drugs being delivered during this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).